Manufacturer narrative:
(B)(4).

Event description:
It was reported "the user could not secure the cath-gard to a swan-gantz catheter firmly." There was no patient harm or injury. Additional information was requested from the customer; however, further details could not be provided at this time.

Manufacturer narrative:
Qn #: (B)(4). The customer returned one mac catheter, a cath-gard, and 7.5 fr swan-ganz catheter for analysis. The cath-gard was assembled to the hemostasis body of the mac and the swan-ganz catheter was advanced through. Signs of use were observed inside the cath-gard. Visual analysis did not reveal any defects or anomalies. The inner diameter of the proximal housing component measured 0.122", which is within the specification limits of 0.120"-0.130" per housing component product drawing. The inner diameter of the distal housing component measured 0.122", which is within the specification limits of 0.120"-0.130" per housing component product drawing. The cath-gard was functionally tested per the instructions for use (IFU). The IFU provided with the kit states, "insert tip of desired catheter through proximal end of catheter contamination shield. Advance catheter through tubing and hub at other end. Slide entire catheter contamination shield to proximal end of catheter." A 7.5 fr lab inventory swan-ganz catheter was advanced through the returned cath-gard and the swan-ganz catheter felt secure within the locked cath-card. The lidstock for finished good states the cath-gard can be used for 7.5-8 fr catheters but a 7.5 fr catheter represents the worst-case scenario for cath-gard security onto the catheter. Catheters with larger outer diameters (8 fr) better occlude the openings in the cath-gard resulting in a more secure fit. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The product lidstock was reviewed as part of this complaint investigation. It states, "for use with 7.5 to 8 fr. Catheters." The IFU provided with this kit was reviewed as part of this complaint investigation. The report that the cath-gard was not secure on the catheter body was not confirmed through complaint investigation of the returned sample. No defects or anomalies were observed on the returned cath-gard. The returned sample met all relevant dimensional and functional requirements when testing the worst-case scenario for cath-gard security onto the catheter. A device history record review was performed based on a potential lot from the customer, and no relevant findings were identified. Based on the customer report and the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the user could not secure the cath-gard to a swan-gantz catheter firmly." There was no patient harm or injury. Additional information was requested from the customer; however, further details could not be provided at this time.